Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and elevated metal ion levels. Update 4/11/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and unable to sit or stand for extended amount of time. Medical records reported that patient had left revision with squeaking, adverse local tissue reaction, the cup was vertical and lateralized at 60 degrees of abduction or more, foot drop and extensor weakness. MRI reportedly showed a fluid collection to the left of the left greater trochanter. Revision surgical note reported metal-on-metal hypersensitivity and metal staining of the greater trochanter. Lab results for metal ions less than 7 parts per billion. Cup added for malposition, part/lot updated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis and elevated metal ions.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.